Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported a pd patient was hospitalized on (B)(6) 2017 due to a fungal infection at the patient's pd catheter site. The patient's pd catheter was removed and a temporary hemodialysis catheter was placed. The pd patient was discharged on (B)(6) 2017 to a specialty hospital to continue antibiotics treatment. Additional follow-up with another pdrn confirmed the patient's diagnosis as peritonitis. Per pdrn the culture revealed vancomycin resistant enterococci and the patient's treatment included the medication zyvox. The pdrn stated patient was scheduled to switch completely to hd once fully recovered. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported a pd patient was hospitalized on (B)(6) 2017 due to a fungal infection at the patient's pd catheter site. The patient's pd catheter was removed and a temporary hemodialysis catheter was placed. The pd patient was discharged on (B)(6) 2017 to a specialty hospital to continue antibiotics treatment. Additional follow-up with another pdrn confirmed the patient's diagnosis as peritonitis. Per pdrn the culture revealed vancomycin resistant enterococci and the patient's treatment included the medication zyvox. The pdrn stated patient was scheduled to switch completely to hd once fully recovered. Medical records were requested.

Manufacturer narrative:
Conclusion: a temporal association exists between the liberty cycler and the reported adverse event(s) of peritonitis and a fungal infection of the peritoneal dialysis catheter, however there is no documentation or evidence showing or indicating a causal relationship between the liberty cycler, and/or the adverse event(s) of peritonitis or the fungal infection of the peritoneal dialysis catheter. Additionally, there is no allegation against any fresenius product(s) and the adverse event(s). It is unknown if any fresenius device(s) or product(s) were utilized during the medical or rehabilitation hospitalization.

Event description:
Information contained in the complaint file was reviewed. On (B)(6) 2017 a peritoneal dialysis registered nurse (pdrn) reported this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for peritonitis and an infected peritoneal dialysis catheter from (B)(6) 2017 until (B)(6) 2017. During a follow-up call on 11/02/2017 it was reported by the pdrn, the patient presented to the clinic prior to (B)(6) 2017 (exact date unknown) with abdominal pain. Pd fluid cultures were collected (collection and result date unknown) and were positive for vancomycin resistant enterococci, at which point the patient was started on zyvox (start date, dosage, route and duration unknown). The pdrn reported the patient was still complaining of abdominal pain (severity unknown) on 10/16/2017 and was sent to the hospital for evaluation, and was subsequently admitted. The pdrn reported during the hospitalization the patient was diagnosed with a fungal infection (cause of infection and microorganism unknown) of her peritoneal dialysis catheter. The catheter was removed, and a temporary hemodialysis (hd) catheter was placed. The hospital course is largely unknown, however during a follow-up call on 11/06/2017 the pdrn reported the patient was transferred to a rehabilitation hospital on (B)(6) 2017. The patient is receiving hd during her rehabilitation admission and will transition to in-center hd upon discharge home.

Manufacturer narrative:
Sex: female.

Event description:
Information contained in the complaint file was reviewed. On (B)(6) 2017 a peritoneal dialysis registered nurse (pdrn) reported this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for peritonitis and an infected peritoneal dialysis catheter (B)(6) 2017. During a follow-up call on 11/02/2017 it was reported by the pdrn, the patient presented to the clinic prior to (B)(6) 2017 (exact date unknown) with abdominal pain. Pd fluid cultures were collected (collection and result date unknown) and were positive for vancomycin resistant enterococci, at which point the patient was started on zyvox (start date, dosage, route and duration unknown). The pdrn reported the patient was still complaining of abdominal pain (severity unknown) on (B)(6) 2017 and was sent to the hospital for evaluation, and was subsequently admitted. The pdrn reported during the hospitalization the patient was diagnosed with a fungal infection (cause of infection and microorganism unknown) of her peritoneal dialysis catheter. The catheter was removed, and a temporary hemodialysis (hd) catheter was placed. The hospital course is largely unknown, however during a follow-up call on 11/06/2017 the pdrn reported the patient was transferred to a rehabilitation hospital on (B)(6) 2017. The patient is receiving hd during her rehabilitation admission and will transition to in-center hd upon discharge home.